Event description:
Information received by medtronic indicated that there was a leak of blood from the hemostatic valve of the sheath. The cryoablation procedure was completed with this sheath. There were no difficulties with insertion/removal of devices. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
Product event summary : the device was returned for analysis data files were received and analyzed. Data files did not show any system notices for the event date. Visual inspection of flexcath advance sheath 4fc12 / (B)(4) showed the device was intact with no apparent issues. Leak through hemostatic valve was reproduced even with no catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. The reported issue (leaky valve) has been confirmed through testing. The flexcath advance failed the returned product inspection due to a leaking hemostatic valve. (B)(4).

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.